Event description:
It was reported that the pump had more volume than expected. The expected reservoir volume was 2 mls the actual reservoir volume was 19 mls. No pt symptoms were reported. No diagnostics studies had been performed yet; the hcp planned to a roller study. A dye study was also recommended. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.